Event description:
It was reported that the camera head had no image. The issue occurred during preparation for the use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event; however, no response received from customer. The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Based on the investigation results, cable deformation caused the video function to not function properly resulting in no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.